Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod had been deactivated by the user at the end of second prime. The data showed abnormal rotational sensor data that resulted in first prime ending earlier than expected. First prime ending earlier than expected resulted in the firing flat of the ratchet gear not being lined up with the release bar at the end of second prime, preventing the needle mechanism from deploying as intended. The rotational sensor malfunction was replicated on rerun of the pod. Inspection of the commutator cap found evidence of damage. These damages contributed to the abnormal rotational sensor data and prevented the needle mechanism from deploying as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation.